Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a possible infection at the ipg site. Symptom of some drainage of clear fluids was noted. The patient underwent irrigation of the ipg site. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the infection was not device related and the scs was functioning properly. The patient was no longer taking antibiotics and was doing well.

Event description:
A report was received that the patient had a possible infection at the ipg site. Symptom of some drainage of clear fluids was noted. The patient underwent irrigation of the ipg site. No device malfunction was suspected.